Event description:
It was reported that the patient experienced an infusion set fell off and detachment issue event on 06 aug 2024. Due to the event, patient experienced high blood glucose level measuring 288mg/dl and was treated with manual injections. The patient changed the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.